Manufacturer narrative:
The product has not been received for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker showed one and a half years remaining longevity, but the device was only implanted three months ago. Analysis showed there has been a rapid increase in average power consumption since implant. The increase in power may be due to a device hardware issue. They should consider explanting the device and returned for detailed analysis. Additional information received which indicated that this device was explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.